Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power board of the viewing station and uninterruptible power supply (ups) were replaced to restore functionality. However, it was found that the first ups was bad at installation (bai). To restore functionality, the representative returned to the site; replaced the ups and the computer for the viewing station of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in a spinal fusion, the viewing station of the imaging system did not power on. It was reported that the imaging system displayed a message indicating it was awaiting communication from the viewing station of the imaging system and an audible clicking noise emitted from the unit. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Analysis on the returned mobile view station (mvs) power board assembly resulted in no failure being found through functional testing, performance testing, visual/physical examination, and usability inspection. Analysis states that the f11 and f12 fuses passed continuity test. Installed mvs power board in o-arm system 267 and the system readied. Both 2d and 3d imaging were successful. Charging and line power were present. Invalidate home passed. No problem found. Analysis on the 1st and 2nd returned uninterruptible power supply (ups) resulted in both having an electrical failure being found through performance testing and visual/physical examination. Analysis states that while charging ups, error light "replace batt" turns on. Not able to charge battery due to battery is no longer able to hold charge. Ups is functional with new battery. Analysis on the returned computer resulted in an computer failure through functional and performance testing, visual/physical examination, and usability inspection. Analysis states that the computer was unable to load loaded os and o-arm application (3.1.6). Time/date (cmos battery) was bad. It was reset and virus scan and patient data removal completed successful. Installed mvs computer in o-arm system 267. Bios was unable hold. Reset date and time second time and the system readied. Motion, generator, charging and communication were successful. 2d and 3d images were successful. Bad bios battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.